Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml 7 tubes were missing labels and 10 tubes the lot # was missing off of the label. The following information was provided by the initial reporter: blank tubes x 7 tubes; no lot number x 10 tubes;

Manufacturer narrative:
H.6. Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batches 0317002 was satisfactory per internal procedures. Formulation, filling, autoclaving and labeling processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed and other complaints have been taken on this batch. Retentions for batch 0317002 (100 tubes) were available for inspection. There was no evidence improper labeling, or low fill volume, and no cap defects were observed in 100/100 retentions tubes. There are 100/100 properly affixed labels. The fill volume was measured using a fill volume measuring tool. All 100/100 retention tubes had the expected amount of media fill in each tube. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels applied to tubes, affixed to the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 0317002 shows there was no shortage or excess of labels after manufacturing. Six photos were received to assist with the investigation: the first photo shows twenty-three tubes. Some of the tubes have paper or tape on the caps. One partial tube is held up with emphasis place on the broken cap. No product information can be observed in this photo the second photo shows two tubes where there appears to be more than one barcoded label on both tubes and one tube has a label peeling off. The tubes are from batch 0317002. The third photo shows a tube rack with a note referring to batch 0317002. Seven tubes are in the front of the rack, and they have no product label on the tubes. The fourth photo shows ten tubes in a tube rack from batch 0317002. The fill volumes in this photo do vary from tube to tube and two tubes the fill volume do appear lower than the expected amount. The fifth photo shows forty tubes in a tube rack with tape or paper on the top of some of the tubes. One tube is held up to show that there is no label on the tube. The tubes are from batch 0317002. The sixth photo shows twenty-two tubes and five partial tubes in a tube rack. The tubes are from batch 0317002. Two tubes are held up. One of the tubes held up is to show evidence of the damaged label. This complaint has been confirmed by the photos for all defects. A trend has not been identified. However, an awareness communication was sent to the operations team regarding the defects. Bd will continue to trend complaints for labeling, fill volume, and cap defects. H3 other text : see h.10.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml 7 tubes were missing labels and 10 tubes the lot # was missing off of the label. The following information was provided by the initial reporter: blank tubes x 7 tubes; no lot number x 10 tubes;